Event description:
After receiving analyzer alarms, the user checked the water reservoir and the valve broke off in his hand. The water poured out onto the floor and went through to the ceiling and a light fixture in the room below the lab. No one was injured by the leak and no one was injured as a result of the water in the light fixture. No discrepant or erroneous results were generated. The user had a spare water reservoir that he installed which resolved the issue.